Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274drg implantable cardioverter defibrillator (ICD)  (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The device was explanted and replaced. The patient's atrial lead was capped and replaced due to dislodgement. The lead exhibited high thresholds as well as far field r-wave (ffrw) oversensing and p-wave undersensing. No patient complications have been reported as a result of this event.